Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarm. The device was received with minor scratched display window, cracked case at the display window corners, broken battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call of multiple motor error alarms with their insulin pump. The customer's blood glucose level at the time of incident was 247 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.